Event description:
Surgical intervention took place where the ipg was explanted and replaced.

Event description:
It was reported that the patient's ipg is inoperable due to not charging after a long period of time. Surgical intervention is pending to replace the scs ipg.

Manufacturer narrative:
Date of event is estimated.